Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet, with the device indicating insulin delivery every five minutes; later assessment found the contact detach infusion set was assembled incorrectly, resulting in no insulin delivery until correction, and the user temporarily administered subcutaneous insulin by pen. Symptoms included elevated blood glucose levels. Outcomes included no hospitalization and resolution after correcting the infusion set and using pen insulin. Investigation included troubleshooting and user education. Investigation of this case revealed that the infusion set was not connected properly, which led to lack of insulin delivery and resultant hyperglycemia, and no device alerts or alarms were reported. It was concluded that hyperglycemia occurred with cause unclear at the system level but associated with incorrect infusion set assembly by the user or caregiver.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.